Manufacturer narrative:
The technician replaced the four casters and linkage rod bushings to repair the bed.

Event description:
Information received indicates the casters are not locking into brake and will not hold.